Event description:
It was reported the customer had several failed selftest alarms on their insulin pump. Customer also reported their meter was not communicating with their insulin pump. The customer's blood glucose was 242 mg/dl. The customer also reported a failed battery test alarm and a battery out limit alarm occurring. Troubleshooting found the correct bolus amount was recorded in the bolus history. Customer declined to troubleshoot for their battery alarms. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a64 error alarm during self test due to faulty electrical component on the radio frequency board. Unable to communicate with blood glucose meter due to a64 error alarm. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.